Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) observed air in the patient line. The event occurred during the initial drain on the home choice (hc). The home patient (hp) stated they had started the initial drain before connecting to the patient line. The tsr assisted to end therapy and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. However, not connecting prior to beginning the initial drain is a known cause of the observed air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.